Event description:
The manufacturer received information alleging an issue with the ventilator's breath rate. There was no harm or injury reported. The device has not yet been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete. MDR 2518422-2020-02974-1.

Manufacturer narrative:
The manufacturer previously reported an issue related to the device's breath rate occurred. The device was returned to a third party service center and this issue was not confirmed. The device did have evidence of contamination. The device's blower motor, sensor board, flow sensor assembly and tubing need to be replaced to address the contamination issue. The MDR number of 2518422-2020-02974-1 was incorrectly added to the previous report.